Manufacturer narrative:
(B)(4). The patient¿s medications include; aspirin, metoprolol-tartrate, norvasc and (B)(6).the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Refer to field for the results of the imaging evaluation.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an infrarenal aortic aneurysm. According to the report, during the implantation of an aortic extender component resistance was felt and the physician reportedly applied force when advancing the device into position. Upon removal of the delivery catheter it was observed that the leading proximal olive had completely detached from the delivery catheter and remained within the patient. A snare catheter was used to retrieve the olive from inside the patient. The procedure concluded without any further complications, and the patient tolerated the procedure.